Event description:
An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to receiver not turning on. Functional tests were not performed due to receiver not turning on. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was not downloaded for review due to receiver not turning on.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and major damage. Receiver charge and boot tests were performed and failed . Functional tests were not performed . An internal visual inspection was performed and failed. The receiver log was not downloaded . The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).